Event description:
It was reported that rate sensor oversensing was observed in a stored in electrogram (egm). The health care professional (hcp) noted that there was pacing inhibition that lasted about 8 seconds. The patient was asymptomatic. The device sensitivity was reprogrammed. A few days later, lead noise oversensing was observed. Additionally, an alert was seen for a pace impedance measurement, that was greater than 2000 ohms. It was noted that the lead noise oversensing and subsequent impedance measurement, were possibly due to the lead; however, there was no confirmation of this. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
The evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that rate sensor oversensing was observed in a stored in electrogram (egm). The health care professional (hcp) noted that there was pacing inhibition that lasted about 8 seconds. The patient was asymptomatic. The device sensitivity was reprogrammed. A few days later, lead noise oversensing was observed. Additionally, an alert was seen for a pace impedance measurement, that was greater than 2000 ohms. It was noted that the lead noise oversensing and subsequent impedance measurement, were possibly due to the lead; however, there was no confirmation of this. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.